Event description:
The customer obtained erroneous accutni results for six (6) patients generated on the synchron lxi 725 system. The erroneous results were not reported out of the laboratory; hence the customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event. Four of the patient's results were false positive within the risk stratification range of the assay. The samples were repeated and results within the normal reference range of the assay for all four patients were obtained. For the other two patients, the customer obtained imprecise patient results in the normal reference range of the assay for one patient. Repeat testing produced lower result within the range of the assay. The customer also obtained imprecise result within the risk stratification range of the assay for the other patient. The sample was repeated and high result was obtained. The sample was plasma which was collected in 13 x 100 tubes and centrifuged at 1200 rpm for 10 minutes at room temperature. The sample was run less than 2 hours of collecting and is stored at 4 degree celsius.

Manufacturer narrative:
Per customer, the qc shifted high, outside of the customer's established limits on the date of the event. System check data has not been supplied to date. No system errors were reported at the time of the event. Field service engineer (fse) replaced number of parts during the pm, performed a pm, and verified hardware for the customer. The root cause is unknown based on the information provided.